Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation was unable to determine the cause of the reported issue. The subsequent treatment is related to the circumstances of the procedure. In this case, a lateral puncture may have occurred. The reported patient effect of obstruction and pain are listed in the perclose prostyle instructions for use as known patient effects of use with suture mediated closure device procedures. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after a diagnostic angiogram procedure with a 5f sheath. Reportedly, the prostyle device deployed fine with successful hemostasis management; however, the patient developed leg pain and lost pulse to her leg in the recovery room. The patient was taken to surgery, and it was found that the suture caught the back wall. An endarterectomy and thrombectomy was performed to remove the occlusion. There was a reported clinically significant delay. No additional information was provided.